Manufacturer narrative:
(B)(4). Date sent 12/3/2024 d4 batch #972c87 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with an ecr45w reload loaded on the device. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 972c87, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #c9eg4l, and no non-conformances were identified.

Event description:
It was reported during a rygb procedure - when surgeon got to the 9th firing with the stapler it would not fire. Battery removed and reinserted, stapler not locked out, opened stapler came off tissue and had to get a new stapler to continue case. Reused the same reload. Case successfully completed. Appeared to be no power in battery. The surgery was delayed 5 minutes. The procedure was successfully completed. There were no patient consequences. Got a new stapler,